Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. The treatment was not reported and the outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in 2014, the patient experienced peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.